Event description:
It was reported that during an unknown procedure, the device did not work properly. Unknown how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a non-functional device. A possible cause of a device not functioning is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.